Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing low blood glucose level and also insulin pump buttons were not working. Blood glucose level at the time of the incident was 40 mg/dl. Customer declined troubleshooting for low blood glucose level. The insulin pump will be returned for analysis.